Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results lo mg/dl (used 20 mg/dl in place of lo mg/dl), 128 mg/dl, 106 mg/dl, 105 mg/dl. Tests were done within < 10 minutes with a difference of 52 mg/dl. Patient did not experience any adverse events. No further information has been reported.